Event description:
During a follow-up in clinic, there was an unspecified anomaly noted on the right ventricular (rv) lead. The lead was repositioned, and still exhibited anomalies. The following day, the lead was explanted and replaced, and during the procedure, there was damage noted on the lead. The patient was stable with no consequences.

Event description:
It was reported that inadequate capture and varying low voltage impedance were noted on the right ventricular (rv) lead.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead found the outer coil to be compressed and the outer and inner insulations were damaged consistent with clavicular crush. The reported events of insulation damage, varying low voltage impedance, and inadequate capture were confirmed. The cause of the reported events was due to damages caused by clavicular crush.